Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 10:37:23. During night drain cycle four, the patient's ultrafiltration reading was 1712ml, indicating the home patient (hp) drained 1712ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.